Manufacturer narrative:
Concomitant medical product received on: 13jun2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned the separated hub and catheter to cook for investigation. No further damage to the device was noted. The flare was intact on the tubing, and the suture was found partially wound within the threads of the hub. The flare had a lip, but no other damage was noted. All dimensions deemed relevant to the reported failure mode were analyzed and found that the device was manufactured within specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. "The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter was placed in a (B)(6)-year-old female patent for fluid drainage from her abdomen (seroperitoneum). Approximately 7 days after placement, the patient found the hub detached from the catheter upon waking. The catheter was replaced by the physician successfully. As reported, the patient did not experience any other adverse effects due to this occurrence.